Manufacturer narrative:
G4: 11jun2020; b4: 12jun2020. The service engineer (se) inspected the device. The se replaced power switch overlay to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
It was reported that the ventilator on and off button was not working. It was not possible to turn the unit on or off. There was no patient involvement.